Manufacturer narrative:
The device referenced in this report has not yet been evaluated (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a living donor nephrectomy procedure using a thunderbeat, the lower part of the branch broke off and remained inside the patient. The part could not be visualized in the patient's body, therefore it could not be removed. The procedure was completed without the thunderbeat as the incident occurred towards the end of the surgery. The procedure was prolonged as attempts were made to locate the fragment. The prolonged surgery time had no negative effects on the patient. Recovery of the fragment in another operation is not planned.

Manufacturer narrative:
This report is being updated to provide investigation findings. During our physical evaluation of the returned device, we found out that the probe is broken off at proximal end site. The broken piece of the probe tip was not returned. Since the broken point is placed at the proximal end site, it is not possible to check if there any contact mark on inner site surface of the probe. No scratches or contact marks on the non-insulated area of the grasping section were observed. The tissue pad was worn out. The coating of the grasping section was partially peeled off. The instructions for use (IFU) shipped with the device provides the user with the following information related to the reported event: do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. The device history record (DHR) for the suspect device was reviewed and it was confirmed there were no abnormalities when the device was shipped. The exact cause could not be determined. However, based on the picture of investigation provided by oekg and the results of investigation in the past, a likely mechanism causing the breakage of the probe might be the following: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The tissue pad was likely worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard.